Manufacturer narrative:
During level 2 of pci the pump failed at self-test due to no power led charging. While disassembling the device and extracting the power supply pwa, liquid was found on power supply pwa. There was no observation of spark or fire. Replaced power supply pwa. Power led functioned correctly and device turned on. Probable cause: defective power supply pwa due to fluid ingress. Note : pci information is transcribed per the data entry team. No modification is made to the original information / documentation. Pci conducted by (B)(6). Additional reporter: (B)(6).

Event description:
The event involved a plum 360 where it was reported the pump was defective. During level 1 of pci the pump failed at self-test due to no power led charging. While disassembling the device and extracting the power supply pwa, there was spilled liquid found on power supply pwa. When end user (6b ward) was asked what happened, it was stated there was a spark and fire that broke out while operating power cord into alternate current (ac) mains power. A third party was brought in that specializes in checking the electricity due to recent problems regarding power supply issues in the hospital. It was stated there might be problems related to electricity, especially since there are some departments whose electricity was converted from 110 volts to 220 volts. The device in question is a 110v pump. The status of the pump at the time of event was upon power on/self- test. It was unknown when the pump received its most recent preventive maintenance. They were able to check the device history log and noted the error, but it was unknown if the customer noted any specific error code displayed or problem of the medical device. There was not any physical force impact on the pump. There was no patient involvement, no adverse event and no delay in therapy.